Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported problem was not confirmed/duplicated. The service evaluation found dust inside the main unit. Dirt inside the power switch and the chassis rear panel positioning is damaged. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that, when the patient was placed on the examination table and the power button was turned on at the start of a cystoscopy, the customer visera elite ii video system center would not start up. The screen freezes and does not move to the home screen and no video was displayed on the monitor. Another device was brought in to start the procedure. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified as the phenomenon could not be reproduced, and the faulty location could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.